Event description:
It was reported that a balloon separation occurred on second extraction. Strong resistance was felt when the catheter passed femoral artery anastomosis. Two catheters were used after the event to continue embolectomy and extraction of the detached balloon, only the embolectomy was successful and detached balloon was never recovered. No pt complications were reported. The resistence is described by customer as being contributed to calcification.